Event description:
It was reported that on (B)(6) 2013, although the stents had been angiographically confirmed to be well apposed to the vessel wall post-deployment, the patient presented with a chronic total occlusion in one or more of the four stents (1 non-abbott stent and 3 unspecified rx xience prime stents) that had been implanted (B)(6) 2013 in the mildly calcified proximal left anterior descending (lad) coronary artery; it was unable to be confirmed which stent, or stents, were occluded with thrombosis and stenosis. The occlusion was confirmed via intravascular ultrasound to be due to thrombosis and restenosis. Reportedly, the thrombosis may have been caused by a dissection that had occurred during the intervention in (B)(6) 2013. The thrombosis and restenosis were treated very satisfactorily via implantation of a 3.0x48 xience pro stent and 2.5x18 xience stent and the patient is reportedly fine. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although thrombosis and restenosis were noted (B)(6) 2013, the earlier estimated dated of 01/01/2013 for when the dissection occurred will be used as the estimated occurrence date. Estimated implant date. Estimated therapy date. The two additional unknown rx xience prime stents mentioned are being filed under separate manufacturer report numbers. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of dissection, thrombosis, and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.